Event description:
It was reported that an error code was displayed on the 9400 system. There was a physicist discrepancy also referenced. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation identified that the image resolution and sizing were off. Adjusted the image intensifier (ii) size and focus, along with the camera electronics and mechanical focus to meet the required specifications. The system was tested and found to be working as intended and placed back into service.